Event description:
The co drainage system was used in conjunction with a chest drain system. During the start-up, a blue dye was noticed in blood. No further problem. Appears to be an inservice issue causing this color running into system. No effect on pt.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, other. Results of evaluation: invalid data, invalid data. Conclusion: invalid data, device failed during assembly, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device recalled by manufacturer/distributor, other. The device was destroyed/disposed of.